Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective stimulation and l1 lead had high impedance issue. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Event description:
New information received states that the lead was explanted. There were no complications during the procedure and therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.